Event description:
When the pack was opened, the adhesive tape was defective. The protective portion was peeled back and folded onto itself causing it to stick to the back table cover. When the surgical tech tried to separate them from each other, it tore the top layer of the table cover off compromising its integrity. It was missed during the manufacturing process and their quality control process.